Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history revealed patient identifier 511877 is a related complaint (the second unspecified stapler instrument that was installed and fell apart while inside the patient). No image or procedure video was provided for review. The type of instrument, part #, and lot # were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that an unspecified stapler instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that two different unspecified stapler instruments were installed and fell apart while inside the patient. The tse reviewed logs and noted sterile adapter engagement codes in the logs. The tse asked if all pieces were collected and accounted for and the customer stated that according to the operating room night staff that they were. The tse then asked if the staplers were available to be sent back for analysis and the customer does not believe staplers were kept. The tse also asked if there was any patient injury and the customer reported that there was no patient injury. The site was requesting for isi field service engineer (fse) to follow up as site was wary of using system after the issue occurred. The procedure was completed with no reported injury and with a less than a 15-minute delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation. Failure analysis investigations found no reported issue with the cannula seal. Visual inspection of the cannula seal found no physical damage. An in-house instrument was placed into the shaft of the cannula seal and successfully fed through and was removed without issue. The stopcock was not loose with a cavity ID of s6. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.